Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
It has been reported that the customer opened the package for use with a pt. When they flushed the tubing, a leak was discovered. The leak was coming from the junction of the tubing to the 1st stopcock, where the tubing, coming from the pt initially connects to the 1st stopcock (closest to the pt). There is a breach in the tubing that the leak was coming from. The breach is lateral to the tubing and parallel to the initial junction of the stopcock. The breach involves approx the same diameter as the tubing. When the leak was discovered, the product was quarantined and another accudrain which was available for use, performed without incident. The product did not come in contact with a pt. Product is available for return and evaluation.